Event description:
Procedure: appendectomy. Reportedly, the appendix was sealed and cut with the endo gia with the laparoscopic technique. Afterwards, the instrument could not be opened therefore, it could not be removed. Especially due to this incident and other reasons it was necessary to change from a laparoscopic to an open procedure. No further patient injury reported.